Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's adaptive stimulation did not change the amplitude when the patient changed positions. The patient stated that they used to feel a different setting when the laid down, but now they do not. The patient's ins was turned off for a recent knee surgery, but they do not think that they did it right and that they may have changed the settings. While troubleshooting it was found that there was no adaptive stim screen option and it was reviewed that adaptive stim did not seem to be programmed. Adaptive stim was not enabled. The patient was redirected to their hcp. No further complications were reported.